Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, device will not turn on/device not functioning . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nasal/throat irritation or soreness, device will not turn on/device not functioning. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation. There was 0 error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Device available for evaluation, date returned (rfb) is updated. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.